Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter. The patient underwent surgery and all components were removed and replaced. The explanted device exhibited fluid loss; however, the source of the fluid leak was not identified. There were no further patient complications.